Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
It was reported that patient underwent left partial knee arthroplasty on july 1, 2011. Subsequently, patient was revised on (B)(6) 2015 due to suspected dislocation of the bearing. During the procedure, all partial knee components were removed and total knee components were implanted. It was further reported that a thirty minute delay in procedure occurred, as it was discovered that the poly bearing had dislocated.

Manufacturer narrative:
This follow-up report is being filed to correct information.